Event description:
It was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.